Event description:
A (B)(6) old female with pelvic trauma was implanted with an artificial bowel sphincter on (B)(6) 2004. On (B)(6) 2010, the entire device was removed and replaced due to malfunction causing recurring incontinence. Unable to obtain any further info from the doctor's office.

Manufacturer narrative:
Catalog # 72402106, 72402287. (B)(4. He frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.